Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was bradycardic because of possible undersensing from the right ventricular (rv) lead which caused the implantable pulse generator (ipg) to pace below the programmed rate. The device and lead remain in use and the patient has been scheduled for a follow-up appointment. No further patient complications have been reported as a result of this event.